Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant operative report and implant tracking log only. Due to the age of the device a review of the manufacturing records was not readily available at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records provided to davol by the patient's attorney: (B)(6) 1997 - patient was implanted with a bard "marlex" mesh to repair a right lower quadrant abdominal wall incisional hernia. The operative dictation indicates the mesh placed "did not cover the upper lateral area far enough beyond the hernia site; therefore, a second piece was cut so that there was at least 2cm or more of mesh surrounding the hernia site." The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.